Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient self-treated for an elevated blood glucose (bg) of 300 mg/dl with a headache, nausea and symptoms of dehydration (dizzy, lightheaded) associated with an alleged intermittent power issue. Reportedly, the patient continued pump therapy and provided self-treatment in the form of insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that there was intermittent power in the pump and the user does not recall the last time the pump lost power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of intermittent power issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: during investigation, the b/box for event date (B)(6) 2017 was overwritten. The last basal delivery was on (B)(6) 2018. The available b/box showed a pump reboot related to a battery change; no intermittent power conditions were observed. There was no moisture/corrosion observed in the battery compartment. The battery compartment was cracked above & below the bumper pad. The battery cap was not returned. A test battery cap was able to fit to maintain electrical connection & was used to complete a 24hr duration test; no pump reboots were duplicated during this time. The total daily dose (tdd)¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Audio bolus button cover is torn; still operable.